Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 81 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 69 mg/dl and 65 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/30/2016 and open vial date is (B)(6) 2015. The meter memory recalled for non-fasting test results performed with test strip lot#pr1770: (B)(6). Adverse event not reported.